Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three-piece lens but was unable to get the lens into the capsule bag. The lens was partially inserted and was removed with no patient injury, no incision enlargement or sutures. A suleus lens was implanted.